Manufacturer narrative:
(B)(4). One used set was received for evaluation. The set was tested for leakage per the specification with passing results. There was no leakage observed from the blood filter area. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. However, due to this complaint and other confirmed complaints of this nature, b. Braun medical has initiated a corrective action/ preventative action (CAPA) (B)(4) to address the issue of leakage involving the bonded joint of the blood filter housing. The returned set met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by user facility: event 1: blood leaking around the blood filter.